Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported laparoscopic colectomy procedure, the surgeon fired the device for the second firing with a blue cartridge. Once fired it locked on tissue and could not be removed. The surgeon pulled the device through the trocar with the tissue and cut the device off of the tissue. They then stapled with a new like device to complete the procedure. There was no patient consequence reported.